Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged before the patient left the hospital. It was confirmed via fluoroscopy. The rv lead was capturing only when the patient was standing, but not when sitting or laying down. The patient got sick after implant procedure. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.